Event description:
Boston scientific received information that during a follow up visit, histograms revealed ninety percent of the pacing had been delivered with a rate greater than two hundred. The device had been programmed to ddi 40. The previous pacing rate was under one percent and no pacing was observed on the electrogram during this follow up. The patient was in atrial fibrillation with a rate of one hundred beats per minute. The patient with this device did not experience any adverse patient effects. A review of the logbook revealed ten stored ventricular tachycardia events. The electrogram displayed the high rate was due to af with some oversensing. No changes were noted in the lead or threshold data. After the device interrogation pacing rate was zero percent and no issues were noted on the histogram. No programming changes were made. An internal technical service consultant was contacted and a data disk was provided to engineering for their review. A review of the data was performed. It was determined that a reset had occurred and the device self corrected which contributed to the reported clinical observation. This was diagnostic in nature and did not alter device operation. This device will be further monitored.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.